Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a tego® connector where the customer stated that when they attempted to aspirate from the venous lumen, they were unable to get any return. They changed the tego and had an immediate successful aspiration. There was patient involvement and unknown adverse events.

Manufacturer narrative:
The reported complaint of difficulty to aspirate could not be confirmed. Without the return of the sample or photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The device history review (DHR) for lot 13822701 was reviewed and no non-conformities were found that would have led to the reported complaint.